Event description:
Procedure: spine fusion surgery on the lumbar region levels implanted: l3-l4 it was reported that, the patient underwent spine fusion surgery on the lumbar region at levels l3-l4. The patient was implanted with rhbmp-2 and collagen sponge which was applied from a lateral approach . Post-op, the patient complained of progressively worsening pain in her lower back and radiculopathy into her lower extremities. Patient still continues to experience severe and unrelenting pain in her low back with pain and radiculopathy into her lower extremities and her injuries prevented her from practicing daily life activities.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with failed fusion at l3-4, pseudoarthrosis, severe low back pain and underwent the following procedures: anterior lumbar interbody fusion via lateral approach, l3-4. Cage, 8-mm x 16-,mm x 50-mm with putty and bmp small dose kit. Side plate, l3-4, using 50mm screws. As per op-notes,¿ there was a previously inserted cage possibly from the anterior approach which was in the way and this was resected with an osteotome. Shaver was then introduced and the contralateral side was then penetrated. Disc space was prepared to accept cage, 8 mm height, 16 mm in width, 50 mm in length. This was packed with putty with the bmp sponge small dose kit. Fluoroscopy was used to position the cage in the satisfactory position.¿ the patient tolerated the procedure well without any intraoperative complications.